Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a lap sponge. The customer reported that the lap sponge unraveled and frayed. This was noticed during surgery by the physician/operating room scrub technicians. Any loose threads were removed from the pts.